Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, though the error was not reproduced, it is likely that the image abnormality occurred due to the water invasion in the scope connector. The likely cause of water invasion is that the stress was applied to the venting connector which led to the connector open in the water incidentally during reprocessing(including precleaning), or foreign material such as debris of reprocessing accessories clogged in the valve of venting connector and it was not able to be closed. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. Error code e315 (scope error) was not observed. Although the reported issue was not confirmed, during inspection and testing, service found that the red paint around the suction cylinder was faded, the distal end was chipped and cracked, the image did not appear due to damage to the imaging unit and corrosion on the endoscope connector, the light from the light guide lens was insufficient, the body control unit was leaking due to cracked resin, and the connector, control body, scope cover, and cable were damaged. There were also traces of water invasion in the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported error code e315 (scope error) was displayed for the scope while preparing for a diagnostic colonoscopy procedure. The procedure was completed with another similar device. There was no harm or user injury reported due to the event.